Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02091.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed two smart coils in the target vessel using a non-penumbra microcatheter. Next, the physician placed another smart coil in the target vessel; however, it was reported that resistance was encountered while advancing the smart coil approximately three centimeters from the proximal end of the microcatheter. While advancing the fourth smart coil, the physician experienced resistance approximately two centimeters from the proximal end of the microcatheter. Therefore, the smart coil and microcatheter were removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on (B)(6) 2019 the device was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) 2. Section h. Box 3: device returned to manufacturer)? 3. Section h. Box 3: device evaluated by manufacturer? Additional information was added to: 1. Section d. Box 10: returned to manufacturer on (mm/dd/yyyy) results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 28.0, 46.0, and 108.0 cm from its proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The braided section on the distal shaft was not exposed. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During the functional test, resistance was encountered as the offset coil winds became compressed inside the hub of the non-penumbra microcatheter and the smart coil could not be advanced any further. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. Some of these kinks may have occurred during advancement against resistance, and the other kinks may have been incidental to the reported complaint. Evaluation of the non-penumbra microcatheter revealed a functional device. A demonstration coil was advanced through the non-penumbra microcatheter and out of the distal tip without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02091.